Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Event date is estimated. Exact date and month of the explant are not available. Further information requested but not available.

Event description:
Related manufacturer reference number: 1627487-2021-13605. Related manufacturer reference number: 1627487-2021-13606. Related manufacturer reference number: 1627487-2021-13609. It was reported patient had a right dbs system explanted due to infection in 2020 after two weeks of the implant.